Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 158 mg/dl and the bg meter was reading 598 mg/dl. It was reported that the family did not know how long the cgm device had been reading inaccurately. At an unspecified time, the patient began vomiting. The patient was taken to the ER by her parents. The patient was admitted to the ICU and was treated with IV fluids, anti-nausea medication, and insulin. The patient was discharged home 2 days later. The patient was still ¿regaining their strength and health¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.